Event description:
Boston scientific received info that the pt with this right atrial (ra) lead was experiencing multiple atrial tachycardia response indicating atrial undersensing and crosstalk. Boston scientific technical services (ts) discussed there may have been a possible lead dislodgement. Additionally, the pt has an underlying rhythm and no pacing inhibition was reported. No adverse pt effects were reported. A request for add'l info was sent to the local area field rep. No add'l info is available at this time. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.